Event description:
Implant loss due to wedged abutment, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility ((B)(6) are same patient).